Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The vessel was pre-dilated with an unspecified balloon. Next, a taxus liberte' 3.0x32mm stent was advanced but some resistance was met when attempting to cross the lesion site. The stent delivery system (sds) was retracted into the guide catheter several times but it became caught. Angiography showed there was damage to the proximal edge of the stent. At this point the physician attempted to remove the entire sds and guide catheter as one but it was caught on the sheath and then noted the stent had dislodged from the delivery balloon into the periphery. The stent was successfully snared and removed outside the patient. The procedure was then completed with another device. No patient complications were reported and the patient status is reported as "good".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).